Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 45 cm proximal to the lead tip. Only the distal lead fragment with an inserted extraction tool was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular between 11 cm and 12 cm proximal to the lead tip the insulation was found rubbed through. Furthermore approximately 10.5 cm proximal to the lead tip the conductor cable to the ring electrode was fractured, which can be considered to be the root cause of high impedances reported in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against modified tissue or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. In the region of the insulation damage the conductor cable to the ring electrode was found exposed. Blood penetrated the lead in this area. Due to the prior insulation damage which occurred while the lead was implanted, the conductor cable could be partly pulled out of its lumen during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to high impedances and inappropriate therapy. This lead appeared normal under fluoroscopy prior to explant.